Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump had a high pitched noise. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 126 mg/dl. The customer reset the device and installed a new battery but the problem persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened express bolus and esc button dome switch. No unlocked lcd keypad connector. No unexpected high pitched noise during testing noted. The insulin pump powered up properly after battery installed, no anomalies noted. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.